Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the ostium of the right superficial femoral artery (sfa). Two supera veritas stent delivery systems (sds) were selected for the procedure in order to cover the entire lesion. A 5.0 x 200 mm supera sds was advanced with no resistance felt to the lesion and the stent implant was successfully deployed. However, when attempting to remove the sds, resistance was met because the tip of the sds was caught on the deployed stent implant. An unspecified balloon catheter was used to hold the stent and ensure that it did not move while force was applied to the sds to facilitate its removal. Upon removal of the sds from the anatomy, the second supera sds was advanced to the lesion and the stent implant was successfully deployed to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.